Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix..

Event description:
Boston scientific received information that this lead was an attempted right atrial implant. Intrinsic amplitude was measured at less than 0.5 mv and no capture was observed at 10v output via pacing system analyzer. The physician noted difficulty positioning the lead and noted inability to extend the helix after it was retracted in an effort to reposition the lead. This lead was extracted and procedure completed with an alternate lead. No adverse patient effects were reported.